Event description:
Boston scientific received information that the patient with this implantable left ventricular (lv) transvenous lead had their cardiac resynchronization therapy defibrillator (crt-d) changed due to an unspecified reason and was replaced with a competitor's device. It was reported that the patient was taken back to surgery after being in the recovery room due to the device not functioning effectively. During the surgery, attempts were made to manipulate the device and leads to improve the function of the system; however, the attempts were not satisfactory so a new device was placed. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Not returned. An attempt to obtain additional information was unsuccessful. As of today, the available information suggests this lv lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.